Event description:
During a da vinci si esophageal diverticulum repair procedure, the user facility reportedly identified the orange portion of the monopolar curved scissors instrument's shaft was cracked. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the tube extension (orange portion of shaft) was broken and missing a piece at the distal end of the tube. The clevis was not dislodged from tube extension but the tube extension was found bent away and also pushed into the clevis. Electrical continuity testing was performed and passed. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction and measures approximately 0.277. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. The tube extension likely broke due to excessive side loading or other type of mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the cracks in the instrument's main tube, found during failure analysis evaluation may cause or contribute to an adverse event if the failure mode were to recur.